Event description:
The user facility reports incident of a cut in the venous tubing. Due to potential for contamination the patient's blood was not returned resulting in ebl = 250cc. No patient injury or need for medical intervention is reported. This MDR is filed for blood loss only.

Manufacturer narrative:
Investigation is not complete at the time of filing initial MDR. A follow up report will be filed when investigation is completed.